Event description:
Fire department personnel were attending to a pt, condition unk. The device was attached to the pt and allegedly displayed a continuous connect electrodes message and would not analyze. All electrode/cable connections were verified and finally the elecrodes were replaced with no change. The advanced life support unit arrived and continued treatment to the pt. Pt outcome was not reported.